Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in the clinic with a pocket infection, and the skin of the device pocket appeared red and slightly swollen. The physician suspected an infection based on visual inspection. The implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead were functioning normally. No intervention was performed. The patient remained in stable condition.

Event description:
Related manufacturer reference number: 2017865-2024-68109, 2017865-2024-68111, 2017865-2024-68112. New information received notes that the entire system, including implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead was explanted. There is no allegation that the system or any procedure involving the system contributed or caused the infection. The system was replaced on (B)(6) 2024. The patient remained in stable condition.